Event description:
Mdi/spacer malfunction, mdi continued to give medication while pt was inhaling. Mdi gave more than the measured "metered dose". Respiratory therapist tried to repeat malfunction. Could not repeat it.